Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured between february 6, 2013 and february 7, 2013. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor experienced an underinfusion. There was no patient injury or medical intervention reported. Additional information was requested and is not available.